Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2011 patient underwent the following procedures: c4-5, c5-6, c6-7 anterior cervical discectomy. C4-5, c5-6, c6-7 anterior cervical fusion. Placement of the plastic cage anteriorly, c4-5, c5-6, and c6-7. Anterior cervical plating c4-c7. Use of operative microscope preoperative, postoperative diagnosis: cervical spondylitic disease. Per op-notes: "another 8 mm peek cage filled with a bmp sponge was placed in this interspace. It should be noted the c5-c6 disk space was extremely degenerative. At c6-7 there was also an extensive amount of degeneration of the disk space, but not quite as severe as c5-6. Again, the c6-7 disk space was drilled out, posterior disk herniation was removed. Posterior bony projecting osteophyte and were drilled off. The posterior longitudinal ligament was removed. Complete hemostasis was achieved. And a mm peek cage again was filled with a partial extra-small bmp sponge and placed in the interspace." Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.